Event description:
Boston scientific received information that the lead exhibited noise on the rate sense channel. The lead remains implanted at this time. Pacemaker clinic (B)(6) hospital (B)(6). Lead implant date (B)(6) 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).